Event description:
The patient presented in clinic after experiencing syncope. Upon interrogation, a loss of capture and oversensing was noted on the right ventricular (rv) lead. Lead dislodgement was suspected, but was not confirmed. The rv lead was attempted to be repositioned but was unsuccessful. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the helix was unable to retract.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, oversensing, r-wave amplitude variation and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported events of loss of capture, r-wave amplitude variation and oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken consistent with procedural damage. Electrical testing did not find any anomalies. After cleaning and by applying torque directly to the inner coil, the helix could be fully extended and retracted. The helix extension length met specification. The cause of the reported event of helix mechanism issue was due to the overtorqued inner coil at the connector region and helix being clogged with blood/tissue.

Event description:
It was also noted there was decrease in sensing on the right ventricular (rv) lead.